Manufacturer narrative:
This complaint was updated on: (B)(4), 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. Type: serious injury

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl - left, reason(s) for revision: pain. Update aug 18, 2017: email notification from (B)(6)'s received. There is no new information added that changes the MDR decision. This complaint was updated on: aug 29, 2017.